Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would still not cool below 10c which they replaced the mixing pump. They would try to swap out the processor card for a known working to see if that resolves the issue. If that did not work they would discuss with their team and if they wants to send the device to the depot for an assessment of the chiller circuit.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would still not cool below 10c which they replaced the mixing pump. They would try to swap out the processor card for a known working to see if that resolves the issue. If that did not work they would discuss with their team and if they wants to send the device to the depot for an assessment of the chiller circuit.